Event description:
Right after a new o2 sensor was installed, fio2 value constantly indicated different from the actual value. Then an 'o2 sensor error' occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved the replacing the o2 sensor. This complaint was submitted as out of box. There was no patient involvement in this case.